Manufacturer narrative:
Narrative field - new, updated and corrected information is referenced within the update statements in describe event or problem. Please refer to update statement dated 24jan2017 in describe event or problem. No further follow up is planned. Evaluation summary a female patient reported that the injection screw on her humapen ergo ii device did not move out. The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch number 1112d01, manufactured december 2011). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of the batch did not identify any atypical findings with respect to dose accuracy. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. Troubleshooting was performed by the patient with guidance from a trained professional. A new cartridge was attached to the device. Then a new needle was attached and priming was performed. The insulin was then released normally. There is evidence of improper use. The patient reused needles which is likely relevant to the increased blood glucose

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), with additional information from quality assurance, concerned a (B)(6) female patient. Medical history included heart disease, peripheral nerve numb in feet, and belly swelling and diarrhea experienced after administer acarbose. Concomitant medications included an unidentified product reported as tangniaole for an unknown indication. The patient received human insulin isophane suspension 70%/ human insulin 30% (rdna origin) (humulin 70/30 100 u/ml), subcutaneously via reusable pen (humapen ergo ii), 24 units each morning and 22 units each evening for the treatment of diabetes mellitus starting sometime in 2013. Since unspecified date he experienced blood glucose increased (14-15, no units reported) and he required hospitalization. On an unreported date, there was an unspecified product complaint for the humapen ergo ii ((B)(4)/ lot 1112d01). Also on unspecified date his heart disease required hospitalization. Further information regarding hospitalizations including dates or laboratory tests findings was not provided. Information regarding corrective treatments and the outcome of the events was not reported. The human insulin 30/70 treatment was continued. The user of the device and his/ her training status was not provided. The device model duration of use and the suspect device duration of use were not reported. The device was not returned. The reporting consumer did not know if the events were related to the human insulin 30/70 and did not provide an assessment of relatedness between the events and the device. Update 03jan2017: upon review, this case was opened to add the product complaint information to the narrative; and to updated the medwatch and european and canadian required device reporting elements for regulatory reporting. Update 05-jan-2017: product (B)(4) was received on 30-dec-2016, from quality assurance and was processed accordingly. No new clinical information was added to the case. Update 24jan2017: additional information received on 23jan2017 from the global product complaint database added the device specific safety summary and manufactured date of the device; added the device was not returned; updated the medwatch and european and canadian required device reporting elements; and updated the narrative.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A report will be submitted when the final evaluation has been completed.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), with additional information from quality assurance, concerned a (B)(6) female patient. Medical history included heart disease, peripheral nerve numb in feet, and belly swelling and diarrhea experienced after administer acarabose. Concomitant medications included an unidentified product reported as tangniaole for an unknown indication. The patient received human insulin isophane suspension 70%/ human insulin 30% (rdna origin) (humulin 70/30 100 u/ml), subcutaneously via reusable pen (humapen ergo ii), 24 units each morning and 22 units each evening for the treatment of diabetes mellitus starting sometime in 2013. Since unspecified date he experienced blood glucose increased (14-15, no units reported) and he required hospitalization. On an unreported date, there was an unspecified product complaint for the humapen ergo ii ((B)(4)/ lot 1112d01). Also on unspecified date his heart disease required hospitalization. Further information regarding hospitalizations including dates or laboratory tests findings was not provided. Information regarding corrective treatments and the outcome of the events was not reported, the human insulin 30/70 treatment was continued. The user of the device and his/ her training status was not provided. The device model duration of use and the suspect device duration of use were not reported. The action taken with the suspect device was not provided. The reporting consumer did not know if the events were related to the human insulin 30/70 and did not provide an assessment of relatedness between the events and the device. Update 03jan2017: upon review, this case was opened to add the product complaint information to the narrative; and to updated the medwatch and european and canadian required device reporting elements for regulatory reporting. Update 05-jan-2017: (B)(4) was received on 30-dec-2016, from quality assurance and was processed accordingly. No new clinical information was added to the case.